Event description:
This system was removed due to intermittent capture and intermittent over sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was returned for analysis after being implanted 11 days. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An initial interrogation was not properly feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and pulse width as programmed. However, subsequent electrical investigations demonstrated an intermittent pacing functionality. Therefore the pacemaker was opened. The battery was found to be fully charged. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module identified a damaged smt component of the oscillating circuit. The component was replaced and afterwards the device was operating as expected. In particular, the therapy functionality proved to be flawless. The manufacturing records document a flawless pacemaker production. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.